Event description:
Reference MFR. Report number: 1627487-2019-05773.

Manufacturer narrative:
Concomitant medical product: model 3788, scs ipg. Therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 1627487-2019-05773. It was reported that patient experienced ineffective stimulation and stopped charging the device. As a result, surgical intervention maybe pending to address the issue.